Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the tb syringe. "Circumcision was to be done. Lidocaine block given and upon removal of the needle, the needle separated from the hub."